Event description:
The account alleged that none of the bed functions will operate, the motor power off led is lit at the footboard, and he cannot turn the motor power on.

Manufacturer narrative:
Upon further inspection, the account found that the power supply board was corroded. The account replaced the power supply board to repair the bed.